Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after surgery of coronary artery bypass graft surgery (CABG) x4, mitral valve replacement and door procedure, the cardiosave intra-aortic balloon pump(iabp) generated gas loss in iab circuit alarms. The intra-aortic balloon (iab) was reported to be removed and discarded. Patient was placed on ECMO due to low left ventricular ejection fraction (lvef). There was no reported injury or adverse event to the patient. Patient was reported to be stable. This record is for the iab. A separate report will be submitted for the cardiosave intra-aortic balloon pump(iabp).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).